Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
This abutment screw was not returned, therefore a physical investigation for this reported incident is unable to be competed and the complaint cannot be verified. No conclusion can be drawn. No lot or order number was provided. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.